Event description:
It was reported that the implant at tooth site # 30 was removed due to fractured abutment screw. Suspected stripped internal threads or fractured implant. Integrated well, had to drill out. Per indicated: symptoms as a result of the event: pain, inflammation.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot number 1255161.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2024-02912. The corrected information is that follow up with the customer confirmed that they knew that the implant was fractured and that is why they removed the implant. It was previously reported that the fractured abutment screw was the reason why the implant was removed. The fractured abutment screw does no longer meet the requirement for a reportable device. All information in regards to this event is reported via (B)(6) and 0002023141-2024-03022. Multiple reports are being submitted for this event.

Event description:
Follow up with the customer confirms that the implant was fractured and that is why they removed the implant.